Event description:
Related manufacturer report number 2017865-2023-38606; 2017865-2023-38609 it was reported that the patient presented in the emergency room and was transferred to a different center for evaluation. An infection was suppossedly discovered via a transesophageal echocardiogram (tee) done outside the hospital where vegetation was seen on the atrial lead. Blood cultures were taken and the patient tested positive for candida glabrata on (B)(6) 2023. A system extraction was attempted. A vegetation was observed on the right atrial (ra) lead which could not be extracted. A slight drop in blood pressure was observed while extracting the right ventricular (rv) lead. After the drop in blood pressure, the physician did not want to continue with extraction. A temporary pacemaker was placed. Blood cultures were repeated on (B)(6) 2023, a day after extraction and no growth was seen. The physician did not beleive the infection was related to the initial implant or abbott products and there was no erosion. A new replacement pacemaker was implanted on the right side on 07 aug 2023 with new ra and rv leads. The patient was in stable condition.